Event description:
New information received notes that another instance of oversensing on the ventricular channel was observed. The oversensing was unable to be reproduced with isometrics. Programming changes were made.

Event description:
It was reported that during follow-up, oversensing was observed. Patient was asymptomatic. The oversensing could not be reproduced with provocative testing. Programming changes were made. The patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.